Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold primary 3-file ster 25mm broke during use. Outcome of this event is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
One file was finally received on november 14th, 2022. The file was returned in loose. Breakage issue: the returned file is not broken, has no damage, no sign of use. Involved products that broke during were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Root causes are not identified regarding this complaint code. Fitting issue: the file fits through the ring gauge ø2.35mm (gauge #4282) until reaching the abs ring. From this point, a pressure is needed to go through the gauge, mainly at the end of the ring (from active part side). The abs ring is lightly oversized locally. A functional test with contra-angle has been made. The file can be inserted easily but then the connection is difficult because the file drives the cartridge by friction. The batch number is known, certificate of conformity is available. We found during DHR review the qh #50760 and qh #52751, issued during files productions for counting differences. The productions were sorted. No relation with the subjects of the complaint. The abs ring oversize which has been detected on the returned instrument may complicate its connection with a contra-angle (close sliding fit). The oversize may create an unexpected friction with the cartridge of the contra-angle. Consequently, the indexation and the locking of the file can be difficult, if not impossible. The oversize which can be observed on the abs rings is not an isoled case and is a trend which can be observed since a few months on waveone gold and waveone gold glider ranges. The issue has been deeply analyzed through the complaint (B)(4). The oversize seems to be a consequence of the usury of the cavity inserts used for the surmolding of the abs rings. In conclusion, the fitting issue with the abs rings is known, attested and seems to be a generalized and periodic manufacturing defect. The root causes which have conducted to the undersize are multiple in all likelihood (equipment, formation, procedure¿). Therefore, CAPA has been already opened on january 7th, 2021 to handle the deviation. The issue detected on the products returned through this complaint (B)(4) is in the CAPA scope. Corporate root cause is other (to be defined accurately through CAPA). Please note for information that this production has been made under the process deviation si 923, issued after the opening of the (B)(4) (insufficient sealing) to reinforce dye leak tests. No relation with the subject of the complaint. Summary: one waveone gold reciprocating file primary 25mm was returned in loose. The file is not broken, is not damaged and has no visible sign of use. Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1757949). Root causes are not identified regarding breakage issues. We will track this kind of event and monitor the trend. The handle was tested with a ring gauge ø2.35. The abs ring is lightly oversized and doesn't pass thoroughly. The oversize may create an unexpected friction with the cartridge of the contra-angle. Consequently, the indexation and the locking of the file can be difficult, if not impossible. Through a previous similar complaint, a complete sizing a such oversized rings had been made, and a generalized and periodic manufacturing defect has been highlighted (mold usury). Therefore, CAPA has been already opened on january 7th, 2021 to handle the deviation. The issue detected on the products returned through this complaint (B)(4) is in the CAPA scope. Corporate root cause is other (to be defined accurately through CAPA).

Manufacturer narrative:
Summary: involved products that broke during use and / or which didn't fit in contra-angle were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.